Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 element responsible for cutting branches became unattached. A replacement device was used to complete the procedure and there was a 5 minute delay. The hospital did not report any patient effects. Device was used for approximately an hour and appeared to be working as normal. However, during procedure, the element responsible for cutting branches became unattached. I was physically present for the event and I have pics of event. A new device was opened to complete the procedure without incident. There was a 5 minute delay while we swapped out the disposable system.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 element responsible for cutting branches became unattached. A replacement device was used to complete the procedure and there was a 5 minute delay. The hospital did not report any patient effects. Device was used for approximately an hour and appeared to be working as normal. However, during procedure, the element responsible for cutting branches became unattached. I was physically present for the event and I have pics of event. Note: a new device was opened to complete the procedure without incident. There was a 5 minute delay while we swapped out the disposable system.